Event description:
(B)(4). Same case as 2134265-2009-06239 & 2134265-2009-06242. It was reported that post a coronary artery stenting treatment procedure the patient died. Lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 32mm. Pre-procedure there was 99% stenosis and post-procedure 0% stenosis. No attempt was made for direct stenting. A 3x32mm liberte stent was implanted. Lesion 2 in the rca had a reference vessel diameter of 3mm and a lesion length of 16mm. Pre-procedure there was 99% stenosis and post-procedure 0% stenosis. A 3x16mm liberte stent was implanted. Lesion 3 in the rca had a reference vessel diameter of 3mm and a lesion length of 32mm. Pre-procedure there was 99% stenosis and post-procedure 0% stenosis. A 3x32mm liberte stent was implanted. The procedure was a technical success. The patient was discharged eight days post index procedure with silent ischemia. The discharge medications were heparin and a iib iiia agent. The patient experienced sudden cardiac death on the day of discharge. No further data was provided regarding the patient death.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.